Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a surgery for peritoneal dialysis. The esu was used with an erbe vio 3 one-pedal footswitch with remode (part number 20188-350, serial number (B)(6)) [note: an erbe vio 3 two-pedal footswitch with remode (part number 20189-352, serial number (B)(6)) was also used in the procedure but was not involved in the incident.]. No other information was provided regarding any other accessory used or the settings of esu employed in the procedure. Per the report, an assistant moved a chair during the procedure which accidentally activated the one-pedal footswitch under the operating table. The inadvertent activation caused a burn to the intestine. To resolve the issue and prevent a perforation, the damaged area was sutured.

Manufacturer narrative:
The erbe esu and one-pedal footswitch were thoroughly inspected and tested. The findings were as follows: esu the generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are functioning properly. No problems were found with the esu that could have caused or contributed to the incident. An evaluation of the esu's chronological log revealed the unit was unintentionally activated for 15 seconds. No warnings or error messages were observed in the log. No anomalies were found in the review of the device history record (DHR) for the esu. One-pedal footswitch the functionality and safety of the footswitch was confirmed by the distributor. Thus, no problems were found with the footswitch that could have caused or contributed to the event. No anomalies were found in the review of the of the device history record (DHR) for the lot of the footswitch. Based on the reported incident and evaluation of the erbe equipment, the cause of the burn was due to an unintended activation of the vio 3 one-pedal footswitch with remode (i.e., an unintended user error). Erbe USA, inc. Is now closing the file on this event.